Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00355. The pt (B)(6) is implanted with three percutaneous leads from different lots. It was reported the pt experienced diminished therapy relief following four days of cross fit training. Despite utilizing maximum amplitudes, effective stimulation could not be obtained. A diagnostic test found no issues with respect to impedance; however, an x-ray revealed migration for all of the pt's leads. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.